Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00130 1. Section h. Box 3. ''Other'' reason for non-evaluation. 2. Section h. Box 6. Method code 2 and method code 3. This report is associated with MFR report numbers: 1.3005168196-2020-00128, 2.3005168196-2020-00129.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra delivery microcatheters include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00128, 3005168196-2020-00129.

Event description:
On (B)(6) 2019, the patient underwent a successful thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3d revascularization device (psr3d), a velocity delivery microcatheter (velocity), a non-penumbra sheath, a non-penumbra microcatheter, a non-penumbra stent retriever, and a guidewire. It was reported that the procedure was completed without any complications. During the procedure, re-canalization was achieved after three passes using the sheath, guidewire, jet7, velocity, and psr3d. However, the patient re-occluded upon completion of an angiogram. The physician then used the same sheath, the same jet7, and the same velocity to perform an adapt pass with no success. Next, the patient was given 15 mg of verapamil with an aggrastat drip bolus and the physician performed intracranial angioplasty and stenting, making four passes with the non-penumbra devices. Although the angiogram initially showed that the m1 re-canalized, five minutes later the vessel re-occluded, signaling that a vasospasm had occurred. The physician decided to end the procedure and continue treatment with the aggrastat drip bolus and 180 mg brilinta; the vasospasm resolved shortly after. Following the procedure, the patient was in stable condition and was moved to the neuro intensive care unit (ICU). The patient was discharged home on (B)(6) 2019. The vasospasm was adjudicated to be a non-serious adverse event with a possible relationship to the jet7, a probable relationship to the psr3d and velocity, and no relationship to the index procedure.